Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). It was unknown if this was due to normal battery depletion. The cause was unknown. It is unknown if the issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was caller reported that they were still urinating and there was no improvement in their symptoms. Patient stated that at one point it was working, once the ins was implanted, but it seems that it stopped and they got accidents again. Patient mentioned that they already tried to do some changes but nothing had helped and was wondering if maybe what they need is an increase or decrease of the therapy. Agent reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on 2024-oct-21. They reported that the reason for call was patient said they think the device was malfunctioning. Patient said their symptoms were worse and they were wetting on themselves and having to wear pads. Patient also said they were having to go to the bathroom all the time and can't make it to the restroom. When asked, patient said that at first the therapy seemed like it improved their symptoms but now it is going down and they were not sure exactly when this started happening. Patient has increased the stimulation several times and still nothing. Reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.